Event description:
Baxter (B)(4) received a report that one baxter infusor lv5 device separated at the level of the coil cap during the filling step. The volume filled when the separation occured was 200ml. It is unknown with what the device was filled. There was no report of patient involvement, as this occurred during filling. No medical intervention. No additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a red coil cap which separated from the housing was confirmed via photographic evaluation. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).